Event description:
It was reported that the system 9800 displayed interconnect failure upon initialization. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All cables and connectors were made secure. The system was tested and found to be working as intended and placed back into service.